Manufacturer narrative:
The investigation is not yet complete, a follow up report will be submitted on completion of the investigation. B3: estimated date.

Event description:
According to the available information, customer indicated defective product was found in early (B)(6). When the box was opened customer noticed that there was no safety tip, the pouch was still sealed. Nothing was done to the applicator before use; it was never used. The perforated package was intact. There was no visible damage to the package. The cap was not removed from the applicator.